Event description:
Customer reportedly obtained a result of 639mg/dl and took 60 units of lantus as a result. No adverse event reported due to insulin intake. Device numeric reading range is 10mg/dl to 600mg/dl. Requested return of suspect device and replacement was sent.